Event description:
A malfunction was reported with the display of error code malf 9, which was resettable. There was no adverse impact on the customer¿s blood glucose level. The customer was not at home to reset the pump, so technical support provided pump reset information and planned a follow-up to ensure that the pump was reset and the malfunction resolved.